Event description:
It was reported patient underwent an elective replacement of the ipg on (B)(6)2024 during which the impedance on lead corrected itself. As a result, only the ipg was explanted and replaced which resolved the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experienced high impedance, which was reported to abbott. During a lead revision procedure, the implantable pulse generator (ipg) was electively replaced. After the new ipg was implanted, impedance readings normalized. However, further information revealed that impedance issues persisted even after the ipg replacement. As a result, the lead was replaced in a second surgery to resolve the problem. The device was not returned for analysis, so the investigation results are inconclusive. Based on the available information, the root cause of the reported issue could not be definitively determined.

Event description:
It was reported patient underwent surgical intervention as the impedance issue returned. The lead was explanted and replaced to address the impedances on the lead. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had an invalid impedance on one contact. Surgical intervention may be pending to address the issue.